Manufacturer narrative:
E1: address: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope had clogged nozzles. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields:h11. Corrected fields: h4. In addition the following reportable malfunctions of "tip cover foreign object" were found during the device evaluation. Based on the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped in accordance with specifications. As a result of component analysis, the foreign material was a mixture of silicate and organic silicone (antifoam agent, etc.). Results of comparative analysis, we confirmed that it was highly likely dimethicone used at the facility, and it was not cleash. It was considered that the factors of foreign material adhesion include insufficient pre-rinsing and rinsing, and insufficient drying due to valve not being removed when the endoscope was stored. Component of cellulose was also detected. We magnified and observed the cellulose, and it was fibrous which was considered that it was derived from cloth or paper. As an assumption based on the confirmation results, we considered that foreign material which could not be removed by feeding air/water adhered to the objective lens or lens, caused the viewing cloudiness by becoming condensation to form on the surface of the objective lens. Olympus could not conclusively specify the root cause of the suggested event no physical damage was confirmed at the place where the foreign material remained. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): the operation manual describes how to inspect for the suggested event in ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system.¿ olympus will continue to monitor field performance for this device.